Event description:
Healthcare professional reported "capsular contracture baker grade unknown" this is for the right-side device. The device has been explanted.

Manufacturer narrative:
Clarification section d: device information is unknown, defaulted to saline device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been identified that the device associated with this record is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.